Event description:
The recipient is reportedly experiencing decreased performance and sound quality issues. A review of the recipient¿s test data indicated impedance issues. Programming adjustments were made, however, the issue did not resolve. The recipient was advised to possibly discontinue use of device till revision. Revision surgery will be scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.